Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off label location, not performing x-rays immediately after the procedure to confirm placement, implanting the neurostimulator after the expiration date, and the patient not attending their post-op appointment have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection on and off since the implant procedure as well as erosion at the pocket site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The explant procedure went well and no further issues have been reported.